Event description:
Pre-treatment preparation of chest dialysis tesio catheter revealed small tear in exterior venous lumen slightly above venous fort. This catheter originally placed 1999 in hospital.